Manufacturer narrative:
Analysis was completed. No device problem found. Recall code incorrectly added to this report. No recall code applies to this event.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was completed with no patient issues.